Event description:
Per the clinic, the patient experienced constant infections at the implant/abutment site. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
This report is submitted on september 15, 2023.